Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, e1 (initial rep name, email, phone), e2, e3, e4, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions) corrected field: d4, d5. A getinge field service engineer (fse) on 09/09/25 reconnected both batteries, power management board and kept unit for battery test. Unit under testing, if problem will persist again will need power management board for testing purpose. Call received by customer on 12/9/25 as per them problem is still existing. Need power management board and back plane pcb for testing purpose. Tested with new part, then reconnected by old part and it worked. On 04/10/2025 checked & observed saline deposition in battery housing which has been cleaned, after that unit was found working in satisfactory condition. All functional test has been performed & unit returned to customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during routine check the cardiosave intra-aortic balloon pump had battery charging issue. Battery not charging. There was no patient involvement.